Manufacturer narrative:
Product evaluation: the lens was returned with solution and torn into two portions with additional split/cracked damage. Results from the product history record review indicated the product met release criteria. The file indicated the use of an unapproved viscoelastic with an approved lens/cartridge/handpiece combination. Product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined for the reported 'blurry/foggy vision". The returned lens was torn/cut into two pieces, typical of damage observed while explanting a lens. The replacement lens was reported to be a 16.0 diopter. Based on the information that the chosen replacement lens was the same lens model but 1.5 diopters less in power, it is possible that the root cause of the blurry/foggy vision may be due to calculation error and not a product malfunction. However, the specific root cause has not been determined and no further information has been provided. (B)(4)

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4)

Event description:
A customer reported that following an intraocular lens (iol) implant procedure a patient's vision was blurry/foggy; couldn't see the computer. The lens was removed and replaced in a second procedure. Additional information was requested.